Event description:
It was reported at a one month f/u of a gore helex septal occluder that a fracture of the lock loop was noted. The left disc appears to be well apposed to the septum. The right disc has some movement and is protruding partially into the right atrium. The device remains implanted.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specifications.